Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as the lens remains implanted and therefore not explanted. Initial reporter's phone number: (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040 it was indicated that the lens remains implanted and it is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that scratches were seen in the intraocular lens (iol) when inserted into the patient's operative eye. There was no patient injury. Reportedly, the lens remains implanted. No further information was provided.

Manufacturer narrative:
Device evaluation: a video of the procedure was provided and it was evaluated. It could not be clearly seen the iol (intraocular lens) deployment through the cartridge. It seemed that the lens was properly loaded or in position in the cartridge. Scratches observed on the lens may have been caused by improper lens deployment. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.